Manufacturer narrative:
Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature.

Event description:
Ben-haim, s., flatow, v., cheung, t., cho, c., tagliati, m., alterman, r.l. Deep brain stimulation for status dystonicus: a case series and review of the literature. Stereotactic and functional neurosurgery. 2016. 94(4):207-215. Doi: 10.1159/000446191. Summary: we present our experience with pallidal deep brain stimulation (dbs) in 5 dyt1-positive patients with status dystonicus (sd) and provide a review of the literature to examine optimal management. Reported events: one (B)(6) female patient underwent bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) lead implant for treatment of dystonia. Observation in the pediatric intensive care unit was uneventful overnight, and she was discharged on postoperative day 1 with plans to return for implantation of the pulse generators in 1-2 weeks. Immediately after discharge, she progressed to dystonic crisis, with severe opisthotonus, hyperkinetic limb movements, hypotension, bradycardia, and a decreased urine output. She was transferred to the intensive care unit, intubated, and sedated. Once stabilized, she underwent placement and activation of bilateral pulse generators. Her stimulation parameters were titrated to amplitude of 2.5v, a pulse width of 120us, and a frequency of 60hz on the left side, with amplitude of 3.0hz on the right. The following day she exhibited significant improvement in her dystonic movements and was successfully extubated. The patient was discharged home on hospital day 12, with symptoms markedly improved from the pre-crisis baseline. The authors reported that the patients were implanted with either a 7426 soletra, 37602/37603 activa sc, or 37612 activa rc neurostimulators, and model 3387 leads. It was not possible to ascertain any additional specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.